Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician made two passes using the cat6 within a non-penumbra sheath. The physician noticed diminished aspiration and, therefore, removed the cat6 after the second pass. Upon removal from the patient, the physician noticed that the proximal end of the cat6 was kinked. The procedure ended at this point because the thrombus had been removed with the second pass. There was no report of an adverse effect to the patient.